Event description:
The customer reported via phone call that she was not hospitalized because of her threshold suspend but that it was due to the paramedics being called to her home. Customer had an attack of gastroparesis and it caused her blood glucose to go low. Customer was admitted around (B)(6) 2015. Customer's blood glucose was 59 mg/dl at the time of admission. Customer ate pancakes and took a normal bolus instead of a dual or square and the food did not digest like it should have. Customer's blood glucose went down and she vomited. Customer declined to troubleshoot the pump. Customer was released on (B)(6). Customer stated that she is okay now.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.